Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. A review of the available diagnostic data showed no indications of a device malfunction after implant. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a shocking sensation leading to a fall and hospitalization. The physician is planning to revise the pocket site in the future, as the issue is currently tolerable for the patient. There have been no reports of further complications regarding this event.